Event description:
It was reported that the patient experienced paroxysmal atrial fibrillation and underwent surgical intervention to have a loop recorder fitted. Pacemaker previously implanted in (B)(6) 2015.